Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports that the customer had removed competitor' devices due to loosening. The original medtronic screws were removed and replaced with larger sized expedium screws. It was during insertion of an expedium screw that the tip of expedium quick connect si polyaxial screwdriver was found to have broken off from the instrument. The patient is reported to have had hard bone. The broken tip was retrieved and another screw was inserted to complete the case. The difficulty resulted in a delay of thirty five minutes with no adverse consequences to the patient.

Manufacturer narrative:
Visual inspection of the returned expedium quick connect single innie polyaxial screwdriver noted that the fracture was located at the driver¿s distal tip. The second half of the tip remains inside the tulip head of the concomitant device polyaxial screw. A scanning electron microscopy (sem) analysis of the screwdriver showed evidence of torsional shear plastic deformation, indicating the failure started at the hex lobes and then resulting in a tip fracture. No material defects or other abnormalities were observed in this analysis. A hardness verification was performed which confirmed that instrument hardness met specification requirements. Review of the device history record found no discrepancies. A 12 month complaint trend analysis found no emerging trends. Complaint trends will continue to be monitored as part of post market surveillance activities. Although no definitive conclusions can be made, the evaluation found evidence of torsional shear plastic deformation, indicating the failure started at the hex lobes, resulting in tip fracture. No corrective action/preventive action (CAPA) is required at this point as there has been no issues identified in the manufacturing or release of these devices and there have been no systematic trends. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.